Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited that the jet and connecting tubes had foreign objects. The plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, and h6. Corrected data: remove h6 #1071-thermal decomposition of device. There was no plastic distal end cover (c-cover) burn that was originally reported. The c-cover burn was reported in error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign objects in the auxiliary water channel and the connection tub, however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. It is unclear if there were any deviations from the instruction manual in the procedures for reprocessing foreign material residues. No physical damage was observed at the location where the foreign material remained. User may be able to detect/prevent the event by handling device in accordance with the following IFU. The detection method is described in the operation manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope of the operation manual. Instruction manual gif-1th190 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope. Instruction manual gif-1th190 operation manual chapter 4 operation: 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.